Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller, following instructions, loaded a second new cartridge and successfully resumed insulin delivery.